Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and fentanyl via an implantable pump. The indication for use was non-malignant pain. The patient reported that on sunday at 2 am the communicator would not turn on and they have not been able to bolus. The patient stated they plugged the communicator in to the ac power cord and saw the amber battery indicator light and left the communicator plugged in until monday and the battery indicator light remained amber, and the communicator would not power on. The patient stated they have tried different outlets and cords and that the communicator has not gotten dropped or wet. The agent sent request to repair to replace the communicator.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 17-may-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.